Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon was attempting to remove the gallbladder using the endopouch pro46. Surgeon deployed the bag and placed the gallbladder in the bag, but instead of pulling back on the thumb ring plunger, he pulled the suture to try to close the bag. Surgeon failed to follow the directions given in the in-service a week prior to the event. Upon pulling on the suture the two support arms became detached from the device. The surgeon immediately initiated steps to remove the support arms, bag and gallbladder from the abdominal cavity. There were no consequences reported to the pt.